Event description:
Additional information received from reporter noted burn was mild; one suture used to close. Felt the problem was caused by the footswitch being covered with a plastic bag (by the customer) to protect it from liquids.